Event description:
It was reported that the pt developed cellulitis at the pump site, after having her pump replaced. The cellulitis was treated and "under control". The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.